Manufacturer narrative:
It was reported that the displayed pressure values were out of range. The failure occurred during routine testing on the device. A getinge field service technician (fst) was sent for investigation and repair. The sensor panel was replaced. The fst performed safety, calibration, and functionality checks to factory specifications. All function tests are passed. The log files of the reported cardiohelp device were not provided and therefore, could not be analyzed. A similar failure was investigated by getinge life-cycle-engineering. After visual inspection of the choke a striking place with two damaged wires was detected. Therefore the sensor panel failed. The most probable root cause is a mechanical damage of the current compensated choke. According to the instruction for use of the involved disposables (hls set advanced 5.0 / 7.0, hit set advanced 5.0 / 7.0, v2.4, chapter 6.1 preparation and installation and quadrox-ir small adult / adult, chapter 7.2 priming the system) the pressure sensors have to be calibrated and checked before priming. Further the cardiohelp has a flow/bubble sensor and a venous probe to measure and control the blood flow and parameters. If the measured values are above high limit or below low limit of the set limits the system generates a visual and acoustical alarm. Further in case of a failing arterial/venous temperature sensor an external sensor can be connected (IFU , chapter 5.3.3 connecting external temperature sensors). It is stated in the instruction for use of the cardiohelp (IFU, cardiohelp system, chapter 9 messages) that the system generates a visual and acoustical alarm if the measured values are above high limit or below low limit of the set limits and if the sensor is defective. The review of the non-conformities has been performed on 2023-07-18 for the period of 2017-09-20 to 2023-07-17. It does not show any non-conformity in regard to the reported product and failure. There is no indication that manufacturing issues occurred during this time, thus production related influences are unlikely. The device was manufactured on 2017-09-20. Based on the results the reported failure "pressure values out of range" could be confirmed. The customer will be informed about the results by the getinge sales and service unit. The occurrence rate related to the reported issue is currently being monitored as part of maquet cardiopulmonary¿ s trending program and additional investigations or corrections will be implemented in case of adverse trending.

Event description:
Complaint ID: (B)(4).

Manufacturer narrative:
A getinge service technician will investigate the affected cardiohelp. A follow-up medwatch will be submitted when additional information becomes available.

Event description:
It was reported that the pressure values were out of range. No harm to any person has been reported. Complaint ID: (B)(4).